Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a hair was found inside the packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: hair noticed inside package. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a hair was found inside the packaging.